Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a sterling over-the-wire (otw) balloon catheter with the sterling shelf box, pouch, and hoop. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. There was blood present in the shaft of the device. Microscopic examination of the distal end of the catheter revealed a longitudinal tear, as well as a circumferential tear in the balloon wall. The longitudinal tear was located in the center of the balloon. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified arteriovenous fistula artery. The physician tried to cross the lesion with a 4.0x40mm non bsc balloon for predilation; however, the device was unable to cross the lesion. A 4.0x40mm sterling balloon was then advanced to the lesion and the balloon was inflated to 12atms. When the physician inflated the balloon a second time to 12atms the balloon ruptured. The device was successfully removed from the patient and the procedure was completed at this point. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified arteriovenous fistula artery. The physician tried to cross the lesion with a 4.0x40mm non bsc balloon for predilation; however, the device was unable to cross the lesion. A 4.0x40mm sterling balloon was then advanced to the lesion and the balloon was inflated to 12atms. When the physician inflated the balloon a second time to 12atms, the balloon ruptured. The device was successfully removed from the patient and the procedure was completed at this point. No patient complications were reported with the patient's current condition listed as 'good'.